Event description:
It was reported that the pt was in a high impact collision and the air bag went off. She was thrown backwards in the front seat and her stimulation stopped. Neither the programmer nor recharger could communicate with the neurostimulator (ins). Three "jump start" procedures were attempted with no effect. The ins was replaced. The pt recovered without sequela.